Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there were tubes with evaporation, and bubbles that were visible. This occurred 2 times. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2025. Investigation summary: bd received 46 samples and one photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles-before use with the incident lot was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there were tubes with evaporation, and bubbles that were visible. This occurred 2 times. No patient impact reported.